Event description:
Patient presented to the ER physician with a hematoma at the chest incision site. ER physician drained the hematoma and prescribed antibiotics. Patient returned to their inspire physician for a follow-up appointment with improvement. Physician stated the hematoma was caused by lifting heavy items post-implant procedure.